Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The atrial lead exhibited loss of sensing and loss of capture. A chest x ray revealed lead dislodgement. It was noted that the patient had twiddlers syndrome.

Manufacturer narrative:
.